Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles coming out of the cartridge and into the tubing. The customer's blood glucose level was 250 mg/dl. The contact indicated that the cartridge would be changed.